Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg is missing additive. This was discovered before use. The following information was provided by the initial reporter: when the ppt tube is opened for packaging, there is no separation gel in the tube. This problem has occurred with about 300 tubes.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg is missing additive. This was discovered before use. The following information was provided by the initial reporter: when the ppt tube is opened for packaging, there is no separation gel in the tube. This problem has occurred with about 300 tubes.